Manufacturer narrative:
Eval: results: the DHR could not be performed, because the lot number was unk. The sample was not available, therefore, the complaint could not be confirmed. Conclusions: no eval will be performed. If the sample becomes available, the investigation will be reopened.

Event description:
The event is reported as: complaint alleges that the et tube occluded about 48 hrs after the pt was admitted to ICU. Complaint states that the pt had substantial infections (septic). Medical staff attempted to bag the pt and had to eventually reintubate the pt. Twenty four hrs later; the same occurrence happened to the pt. Complaint indicates that the pt condition is currently well.